Event description:
A patient prescription form was submitted for a patient's left pelvis. Diagnosis is "ra failed tha" notes state "pelvic non union small srf. Left tha revision 2008. Now loose 28mm femoral head. Exeter stem. Implant to gross discontinuity." Current pin 22276.

Manufacturer narrative:
Corrected data d1 unknown exeter stem to contemporary cup. Additional manufacturer narrative reported event: an event regarding loosening involving a contemporary cup was reported. The event was confirmed from the clinician review. Method & results: - product evaluation and results: not performed as the device was not returned for evaluation. - clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, " re pi - 2291102 which represents a female patient dob 6/6/52. Event description states: "...ra failed tha ... Pelvic non-union small srf left tha revision 2008. Now loose 28 mm femoral head. Exeter stem implant to gross discontinuity." Design proposal for custom acetabular reconstruction device includes several CT cuts of the patient's acetabulum demonstrating the boney defects to be addressed and details of the proposed device. No clinical or pmh, no patient demographics, no op reports, no serial images, no exam of explanted components. Based upon the information available for review, no medical report is possible for this case." - product history review: not performed as the device was not identified properly. - complaint history review: not performed as the device was not identified properly. Conclusions: the available medical records were provided to the consulting clinician for a review which noted that design proposal for custom acetabular reconstruction device includes several CT cuts of the patient's acetabulum demonstrating the boney defects to be addressed and details of the proposed device. No clinical or pmh, no patient demographics, no op reports, no serial images, no exam of explanted components. Based upon the information available for review, no medical report is possible for this case. The event of shell loosening is confirmed but the cause could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: femoral head; cat# unk_jr; lot# unknown, contemporary cup; cat# unk_jr; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient prescription form was submitted for a patient's left pelvis. Diagnosis is "ra failed tha" notes state "pelvic non union small srf. Left tha revision 2008. Now loose 28mm femoral head. Exeter stem. Implant to gross discontinuity." Current pin 22276.